Event description:
Unomedical reference number (B)(4). Event occurred in united states it was reported that patient faced an issue with infusion set as air bubbles in infusion set which leads to high blood glucose. No further information was available.